Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serios outcomes and may require intervention: sexual dysfunction, including ejaculatory and erectile dysfunction. 5.6 precautions: procedure ensure the aquabeam handpiece nozzle is in desired resection area prior to depressing the food pedal. Failure to do so may result in bladder perforation, urinary sphincter injury, and/or erectile dysfunction. The aquabeam robotic system instructions for use list erectile dysfunction as a potential risk of aquablation therapy. Based on the event details plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2024, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that more than 6 months post-aquablation therapy, the patient is experiencing erectile dysfunction and peyronie's disease. The treating surgeon declined to provide further details on this event. Procept has not been able to establish the relationship between our device and the reported conditions. No malfunction of the aquabeam robotic system was reported.